Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported when they took the cassette out there was fluid in the door. The patient contact stated the cycle prompted with multiple m31 air detected in cassette warnings during drain 0 of 5 of treatment. The patient was connected during the incident. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact was advised to discontinue use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow up, the contact stated the patient was in treatment on (B)(6) 2025 and called the contact to report that the cycler was prompting with m31 air detected in cassette warnings during an unknown phase and cycle of treatment. The contact stated they work graveyard shift and advised for the patient to stop treatment for the night and that the contact would assist in the morning. The contact stated the next morning upon opening the cassette door they noted fluid leaking from the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient had completed treatment using manuals on the night of the reported event. The patient attempted to use the cycler again the following treatment and received the same m31 air detected in cassette alarms and cancelled treatment. The patient contacted customer service and reverted to manuals pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported when they took the cassette out there was fluid in the door. The patient contact stated the cycle prompted with multiple m31 air detected in cassette warnings during drain 0 of 5 of treatment. The patient was connected during the incident. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The patient contact was advised to discontinue use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow up, the contact stated the patient was in treatment on 03/18/2025 and called the contact to report that the cycler was prompting with m31 air detected in cassette warnings during an unknown phase and cycle of treatment. The contact stated they work graveyard shift and advised for the patient to stop treatment for the night and that the contact would assist in the morning. The contact stated the next morning upon opening the cassette door they noted fluid leaking from the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The contact stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient had completed treatment using manuals on the night of the reported event. The patient attempted to use the cycler again the following treatment and received the same m31 air detected in cassette alarms and cancelled treatment. The patient contacted customer service and reverted to manuals pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.